Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and spinal pain. It was reported that the implantable neurostimulator (ins) wouldn't hold a charge for more than three days at the setting and volts that she needs it on. Lowering or decreasing the settings did not help with the issue and it took ¿forever¿ to charge the ins. The sticky pads helped a little bit and the patient had to lay still. In the end, the patient was directed to their healthcare professional (hcp) regarding settings for the ins relating to charging frequency. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.